Event description:
41-yr-old male w/previous aicd placement. Cc hospitalized early 2/96 for recurrent shocks from aicd. Showed ventricular arrythmias and hypokalemia. K+ corrected. Aicd battery showed end-of-life indicator and was replaced. A checkup device showed oversensing, suggesting lead failure. Pt admitted for possible lead revision. Lead found to be fractured on 2/28/96. Lead explanted 2/28/96.